Manufacturer narrative:
(B)(4). The surgeon opined that the trocar was too sharp possibly causing the abdominal wall drain insertion site bleeding from the blood vessel under the skin being injured. The current condition of the patient was reported as stable. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1227716, mfg date: 02/01/2012, exp date: 02/28/2017. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a total hysterectomy on (B)(6) 2012 and a drain was inserted. The surgeon made a median incision from under the umbilical area to near the pubis. The surgeon penetrated the trocar from another incision site above the pubis, and the drain was placed in the subcutaneous fat layer. During recovery it was noted that there was heavy bleeding from the drain port and the incision site. The suture line was reopened and an additional incision was made. The drain was removed and the area was lavaged. The incision was closed without a drain.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification.